Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a kinked cannula which caused the insulin not to be delivered. Therefore, she tried to treat it with fluids and multiple daily injection intravenously, but on an unknown date, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level. Her highest blood glucose level was above 600 mg/dl, measured at the hospital and had high ketone level which was not assessed as dangerous/life threatening by the healthcare professional. Further, the patient was transferred to the intensive care unit. The infusion set had been used within labelling. While in the hospital, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient was released after 3-4 days. Moreover, her kidney was damaged for which she had to visit the urologist at the time of treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.